Manufacturer narrative:
D10 concomitant product: unknown cable, unknown cable or accessories (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bilateral endoscopic breast augmentation procedure, the patient had burn. A non-medtronic monopolar instrument was used with the generator. The case was almost finished when the burn happened along the incision line, the doctor noticed it upon withdrawal of the c-curved electrode. The electrode looked as though the black protective coating was melting off the surface and the entire electrode was warm to touch after the last use, which was not supposed to happen with the protective coating. This did not cause the case to go longer, or another follow-up surgery. The patient's status to date was fine, the burn was on the incision line and healing well.